Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1604 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong double lumen PICC ruptured in unrepairable (blue) portion of catheter. No other information provided.